Event description:
It was reported that an incident occurred in which the inflation port came loose. Water leaked so the dignishield was naturally pulled out. Similar incidents have occurred before. Falling out of the inflation port.

Manufacturer narrative:
The reported event was confirmed cause unknown. Five (5) photo samples were received. The first photo provides an overall view of the dignishield device. The second photo shows the dignishield along with the connection components. The third and fourth photos demonstrate that the inflation port and irrigation port were disconnected from the tubing. The fifth photo shows the catheter with a hole at the location where the inflation port was disconnected visual evaluation of the returned sample identified one dignishield device that was opened, without original packaging, and appeared to be used with a syringe. Visual inspection confirmed the sample will be tested under the complaint category of ¿disconnect.¿ it was further confirmed that both the inflation port and the irrigation port were disconnected from the remainder of the dignishield device. The labeling is found to be adequate. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. Correction: d,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that an incident occurred in which the inflation port came loose. Water leaked so the dignishield was naturally pulled out. Similar incidents have occurred before. Falling out of the inflation port.